Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implant for urinary dysfunction/sacral nerve stimulation. It was reported the patient was aware she could not have the MRI with the device and she was wondering if she could have an MRI without the device. The patient noted the battery had not worked in years and she hadn¿t needed it, but didn¿t thought about taking it out. The patient noted she had appointment with the healthcare professional (hcp) on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the battery was not working for years, but the patient was okay without the device. The cause of the device not working was that the battery needed to be changed. The patient wanted the device removed due to needing an MRI of the head. No further complications were reported/anticipated.